Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer stated that the metal plate was sticking out because the plastic tabs were broken in the covers. The supplier mavig analyzed the pictures and could see multiple collision tracks on the plastic covers. Collisions cause damage to the arm and can cause the metal plate to come loose. The supplier concluded that a collision is the most probable cause, since the arm has multiple collision tracks. We advise the customer to prevent collisions, as stated in the instructions for use: "always be aware that collisions may occur with the ceiling suspended radiation shield during positioning of the monitor ceiling carriage and/or during positioning of the geometry segment i.e. The frontal and/or lateral stand. Such collisions must be avoided as this may cause damage to the equipment". The ceiling mounted radiation shield was replaced by a new one.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that a user cut a finger because a metal piece was sticking out the ceiling mounted radiation shield.